Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when an asymptomatic patient presented in clinic during follow-up in backup vvi. Upon review of session records, it was noted that the patient was exposed to an MRI at the time that the backup occurred. The patients device had not been properly programmed prior to the scan. It was determined that the cause of the backup vvi mode was an MRI. A device download was performed successfully. The patient was stable and will continue to be monitored.